Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 cue probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue is confirmed; the scanner end of the probe's strain relief has been pulled away from the cable. The root cause of the reported issue is a probe failure due to use of the device.

Event description:
Per biomed - cord is pulling away at the strain relief exposing wiring.

Event description:
Per biomed: cord is pulling away at the strain relief exposing wiring.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.